Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: vcf it was reported that intra-op, the currette broke way before it usually do at a very low force. The product came in contact with patient. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: the curette score line was broken. There was no other issue observed. The device failed as intended by design. The score line is designed to separate when the physician rotates the handle and exceeds a predetermined torque value. Separation at the score line limits the amount of torque applied to the distal end of the curette, which minimizes the likelihood of a device failure to occur, such as the bending or breaking of distal tip. This is consistent with exceeding the design limits of the instrument. If information is provided in the future, a supplemental report will be issued.